Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The initial reporter stated that a patient had been hospitalized because of her cancer and 60cm of naso intestinal tube had been found in her rectum. The tube was settled in 2016. The nurses informed us they had not always performed the morning dose when the patient had dyskinesia the morning. Patient under duodopa since (B)(6) 2015.